Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No code available (secondary surgery, lens exchange, narrow angles). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, diopter -13.0/+2.5/090 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault and narrow angles. The problem was resolved.